Manufacturer narrative:
Based on our investigation, we can conclude that the trajectories of the returned guide align with the final plan. Additionally, no issues were found during the guide's quality analysis. As such, the cause of the trajectory deviations could not be determined at this time. However, further analysis will be conducted if the guide used in surgery is returned to anatomage. The original report has been updated to include a trajectory analysis of the guide which was returned to us on (B)(6) 2021.

Event description:
The guides were used for implant surgery. The doctor was able to successfully place all implants using the mandibular guide. However, when placing implants #5 and #12 using the maxillary guide, the implants appeared to be angled more distal and closer to the distal teeth than planned. The implants were removed and the doctor ordered a remake using a modified final plan, which was delivered to his office on (B)(6) 2021. The remake was not used and a second surgery has yet to be performed, pending additional modifications to the final plan by the doctor.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectories of the guide mold align with the final plan. Additionally, no issues were found during the guide's quality analysis. As such, the cause of the trajectory deviations could not be determined at this time. However, further analysis will be conducted if the guide used in surgery is returned to anatomage.

Event description:
The guides were used for implant surgery. The doctor was able to successfully place all implants using the mandibular guide. However, when placing implants #5 and #12 using the maxillary guide, the implants appeared to be angled more distal and closer to the distal teeth than planned. The implants were removed and the doctor ordered a remake using a modified final plan, which was delivered to his office on 01/21/2021. The remake was not used and a second surgery has yet to be performed, pending additional modifications to the final plan by the doctor.